Event description:
It was reported that mobile app became frozen while customer tried to complete load process and app got stuck during fill tubing steps. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.